Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were able to get the system charging normally with the recharger. The patient was unable to stay longer and was going to finish the recharge session at home. The patient was going to be seen by the representative again on (B)(6) 2017 to clear the power on reset and check the system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was in overdischarge and the rep indicated that the patient fell and landed on their ins a month prior and that was the last time that the patient felt stimulation. The manufacturer's representative (rep) did a physician recharge mode on the patient for an hour and at one point the rep got a "device not supported" message on the recharger. The software version was (B)(6) which is the up to date version of software. The rep got a por message on the recharge but when they started the recharge session it couldn't connect. The rep was going to try a different recharger and if the recharger allows recharging the rep will call back to replace the current recharger since it should not give the unsupported message. No further complications were reported or anticipated.